Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported visual discomfort and couldn't read. The lens was exchanged in a secondary procedure with the clinical reason of refractive error. Additional information was provided by the surgeon, that in his opinion, effective lens position issue, caused or contributed to the event. There was no patient harm.

Manufacturer narrative:
This mfg report num 1119421-2019-00748, is being canceled due to additional information received from the reporting site which indicates that this is a duplicate of mfg report num 1119421-2019-00555, that was previously submitted. The manufacturer internal reference number is: (B)(4).